Manufacturer narrative:
This is one of four reports being submitted for this article. Please reference manufacturer report no. 2015691-2015-00358, 2015691-2015-00359 and 2015691-2015-00360. Literature reference: greason, kevin . L., et al (2015, february). Aborted episode of sudden death due to delayed heart block after transcatheter aortic valve insertion. The journal of thoracic and cardiovascular surgery, volume 149(issue 2), pages 639¿640. Doi:10.1016/j.jtcvs.2014.09.126.

Event description:
As published in the article ¿aborted episode of sudden death due to delayed heart block after transcatheter aortic valve insertion¿, a review of the facility¿s sapien transcatheter aortic valve insertion experience identified 396 patients undergoing the tavr procedure from november 2008 to june 2014. In-hospital mortality occurred in 14 patients. 4 additional patients expired after hospital discharge, but within 30 days of transcatheter valve insertion. In 3 of the 4 patients, the death was sudden. This report represents eleven of the reported patient¿s that expired within 30 days of valve deployment.

Manufacturer narrative:
The cause of death of these patients is not available at this time. It is unknown if the events were related to the edward¿s devices, procedural complications or patient co-morbidities, as no additional details were provided in the written article. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.